Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. No intervention was performed. No further information was available.

Event description:
New information on 5/2/2017 stated that the pulse generator was explanted and replaced. The patient was in stable condition.